Manufacturer narrative:
E1 - initial reporter phone: (B)(6). A2 - age at time of event: 67 years old at the time of consent. Three additional eluvia devices were implanted during the procedure with lot#: 0029420371; however, it was not specified which eluvia device exhibited the in-stent restenosis. We completed a good faith effort to obtain the information, but it could not be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in-stent occlusion occurred, resulting in patient hospitalization. On (B)(6) 2023, the subject was enrolled in a clinical study using a 6x120, 130 cm eluvia drug-eluting stent study device. The target lesion was noted to be in the right proximal, mid and distal superficial femoral artery (sfa). On (B)(6) 2026, in-stent occlusion of the right sfa was noted which led to in-patient hospitalization.

Manufacturer narrative:
Updated e1 - initial reporter address 1. Updated e1 - initial reporter phone. Updated e1 - initial reporter facility name beijing anzhen hospital of the capital university of medical sciences. A2 - age at time of event: 67 years old at the time of consent.

Event description:
It was reported that in-stent occlusion occurred, resulting in patient hospitalization. On (B)(6) 2023, the subject was enrolled in a clinical study using a 6x120, 130 cm eluvia drug-eluting stent study device. The target lesion was noted to be in the right proximal, mid and distal superficial femoral artery (sfa). On (B)(6) 2026, in-stent occlusion of the right sfa was noted which led to in-patient hospitalization. It was further reported that the subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2023 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 300 mm lesion length with 100% stenosis and was classified as transatlantic intersociety consensus (tasc ii) d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using of 3 mm x 200 mm saber pta balloon, and 5 mm x 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of three 6 mm x 120 mm and one 6 mm x 60 mm eluvia drug-eluting stents, study devices. Following procedure, post treated was performed by balloon dilation using 5 mm x 120 mm powerflex pro pta balloon and the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2026, the subject was noted with the symptoms related to the event and was hospitalized for further treatment and evaluation. On the same day, 1004 days post index procedure, the subject was noted with in-stent occlusion of the right superficial femoral artery: occlusion of the mid-distal segments of the right anterior tibial artery and right posterior tibial artery. The consultation considers subject to be at high perioperative cardiovascular risk and surgery will continue after correcting the anemia. On (B)(6) 2026 the subject was discharged from hospital.